Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement. A philips field service engineer (fse) evaluated the device at the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor and therapy pca. The therapy pca was returned to the failure analysis lab for evaluation. The reported allegation about the "failing op check" was not verified or duplicated during lab tests. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. The customer was given part information for a replacement. Once or if the customer approves the purchase the device will be back to working condition. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device failed ops check. No patient involvement.